Manufacturer narrative:
DHR evaluation: we reviewed the DHR for so-155so1432719 / patient ID# (B)(6) / practice ID# (B)(6), qty. (B)(4) assy-500015 (retainer) were packaged by the third shift by auto bag and box operation on (B)(6) 2024, manufacturing supercell 1, equipment pua-07. The sales order was inspected and met the acceptance criteria provided by qa. Photo investigation: the evidence provided by the customer shows two retainers, a lower retainer and an upper retainer, with a crack in the left central incisor. The evidence is not clear enough to identify the issue of the alleged event (sharp edges). The description of the alleged event mentions that the customer removed the sharp point, but the evidence does not show this. The evidence does not show traceability information to identify the device's serial number or patient ID. Failure mode - sharp edges. Root cause - no defect - no defect during the manufacturing process. Conclusion code - no failure found.

Event description:
In this event it is reported that a patient wearing suresmile retainer experienced sharp edges on both aligners during use in treatment. Patient experienced cutting and pain. Dentist removed the sharp edges.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.